Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient felt low and he became unconscious. The cgm was reading 69 mg/dl and the blood glucose reading was 32 mg/dl. The patient was assisted by his wife during the time that he was unconscious. The patient's wife used glucagon and the patient ate glucose tablets. There was no documentation of further medical evaluation or intervention for hypoglycemia with loss of consciousness. At the time of the report 13 days later, the patient was reportedly okay and stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.